Manufacturer narrative:
Corrected information found in the following fields: d4 catalog #, expiration date, primary UDI #, lot #. Data and information provided by the customer confirm the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 66148ud00, however, no increase in complaint activity was identified for list number 07p48. Device history review did not identify any non-conformances or deviations with the complaint lot number and complaint issue. The median population result for the complaint lot are within established limits, indicating that the lot is performing acceptably in the field. In-house testing of a retained reagent kit of the complaint lot was performed. Retain testing met all acceptance criteria and the product is performing as expected. A review of the labelling addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh assay was identified.

Event description:
The customer observed falsely depressed alinity I tsh result for a 73-year-old male patient. The following data was provided: on (B)(6) 2024, sid (B)(6) initial result was 0.011 uiu/ml, repeated 1.114 uiu/ml. Customer's normal range for tsh is 0.36 iu/ml to 4.50 iu/ml. No impact to patient management was reported.

Event description:
The customer observed falsely depressed alinity I tsh result for a 73-year-old male patient. The following data was provided: on (B)(6) 2024, sid (B)(6) initial result was 0.011 uiu/ml, repeated 1.114 uiu/ml. Customer's normal range for tsh is 0.36 iu/ml to 4.50 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.